Event description:
It was reported that an ilet pump powered on but the touchscreen did not respond to input, preventing unlock and button presses; charging and attempted recovery did not resolve the issue, and a replacement was arranged. Symptoms included no adverse clinical effects and blood glucose reported as unaffected. Outcomes included continued use of cgm with the dexcom app or receiver and instruction to return the original pump. Investigation included remote troubleshooting guidance and inspection of the returned device . Investigation of this device revealed a suspected nonresponsive display or input interface consistent with a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen or touch interface.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."